Event description:
Same case as mfg# 6000089-2006-01040 and 6000089-2006-01042. It was reported that 718 days following a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient presented with unstable angina. A cardiac catheterization revealed: lmca ? Normal; lad ? Proximal 70% hazy stenosis; ulceration and plaque to 70% then 50-60% stenosis distal to first lesion; widely patent mid segment; ostial 70% stenosis in diag1; second diagonal is free of disease; lcx ? Ostial 40-50% stenosis; 50-60% stenosis in av groove cx (this is om2, per note to file from investigator). Rca ? 30% mid stenosis `between the stents? Followed by distal 70% apple core lesion; collaterals noted from lad to rca; lvef ? 45-50%; apical hypokinesis noted. The patient was initially referred for consideration of bypass grafting. However, it was decided to proceed with pci. The patient was enrolled in the program 8 days following the diagnostic catheterization. Target lesion 1 (20 mm long) was identified in om2 (cass site 21) with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. Due to persistent chest pain, the patient was returned to the cath lab 5 days later for pci of the known disease in the rca. A bare metal 2.25 x 8mm pixel stent was deployed in the distal rca. Target lesion 1 (48 mm long) was identified in the mid rca (cass site 2 ) with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of 3 overlapping taxus express2 stents (3.0 x 20mm, 3.0 x 20mm, and 3.0 x 12 mm). The stented area spanned the mid, proximal, and ostial rca. Residual stenosis was 0%. There were no reported complications, and the patient was discharged the next day on plavix and aspirin. The patient presented 715 days following the initial implant procedure with numbness of the arm and neck as well as increasing chest pain on exertion, shortness of breath and occasional diaphoresis. The patient took two nitroglycerin with no significant relief. Medications on admission included asa 81mg daily and warfarin for a history of dvt/lulmonary embolus. ECG on the same day showed sinus rhythm, old inferior infarct and minor nonspecific st and t-wave abnormalities. There was no evidence of definite acute ischemia. Cardiac enzymes were negative. The patient received nitropaste, morphine and phenergan. Myoview stress test the next day revealed large inferior wall infarct with mild peri-infarct ischemia in the distal inferior wall. There was questionable mild anteroseptal proximal ischemia. Ejection fraction was 46%. Cardiac catheterization two days later (718 days post enrollment) revealed: lmca ? 10-20% irregularity; lad ? 75% proximal ostial lesion; 40% mid lesion; moderate diffuse irregularity throughout vessel; diagonal branch fills competitively; lcx ? 50% ostial lesion; rca ? Totally occluded shortly after its origin; slow flow with a large thrombus through the stent in the area shortly after its origin; distal branch fills via collaterals; svg to lcx ? Widely patent in its proximal and distal anastomosis; svg to diagonal ? Widely patent. Left ventriculogram showed severe hypokinesia of the proximal mid anterior wall with ejection fraction of 35%. Given the angiographic findings, it was decided that no further intervention would be performed and to continue medical therapy. The patient was discharged chest pain free the following day on asa. The relationship to the taxus stent is probable.